Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) switched off while on battery operation even though the batteries were fully charged, and the system did not automatically switch. It was later clarified that according to the user, the battery capacity was too low, but there was normal function in the case of mains operation. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the customer¿s reported issue. The fse determined that the batteries were not charged prior to use which resulted in the battery running out during patient therapy. Upon testing the battery, the fse observed that the battery capacity was sufficient after a full charge and met the battery runtime specification of 60 minutes. The fse determined that the iabp can be used. However, the battery will be replaced as part of 2020 maintenance because it exceeds 4 years of operation. As soon as the customer approves the quotation, the batteries will be replaced under routine preventative maintenance.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) switched off while on battery operation even though the batteries were fully charged, and the system did not automatically switch. It was later clarified that according to the user, the battery capacity was too low, but there was normal function in the case of mains operation. There was no harm or injury to patient and no adverse event was reported.